Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during and unknown surgery, after fired, noted the staples were malformed. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. D4: batch # u93k19. H6: component code: mechanical (g04). Investigation summary: the analysis results found that the mcm30 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not advance into the jaw. In addition, the feeder shoe was noted to be stuck in home position, not allowing the clip to advance into the jaws. The device was disassembled in order to evaluate the condition of the internal components and the feeder spring was noted to be opposite position. Four clips were found inside clip track. The damage to the device has been correlated to the manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.